Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the patient felt unwell and passed out very suddenly. She did not know what the cgm was displaying at the time. Her granddaughter called for an ambulance. The readings taken by the paramedics were a cgm of 74 mg/dl and a bg of 33 mg/dl. She was treated with glucose, taken to the hospital by ambulance, and discharged on the same day, feeling better. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.